Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the left ventricular (lv) lead exhibited high thresholds. After repeated attempts at repositioning, the issue persisted. The lead was ultimately removed and replaced with a new lead. No patient complications have been reported as a result of this event.